Manufacturer narrative:
A system service check of the stellant CT injection system, serial number (B)(4), was completed on july 4, 2016 which confirmed that the injector was operating within bayer specifications. The stellant CT disposable kit that was in use during the procedure was discarded by the site. The site was unable to provide the lot number of the disposable; therefore, testing of retained samples was not possible. In the event additional information is obtained, a follow-up report will be submitted.

Event description:
A bayer representative reported the following: an abdominal CT was being performed on a (B)(6) female patient who was connected to a stellant CT injection system (serial number (B)(4)). Following the injection of an undisclosed amount of ultravist, the patient experienced respiratory issues which subsequently led to a witnessed cardiac arrest. An emergency code was called and CPR was administered by the emergency medical team but the patient could not be resuscitated. An autopsy was declined by the patient's family. Note: (B)(4) for related report.